Event description:
It was reported by serviced report that, the scale was displaying numbers for the load cells that were not coherent with the numbers that should have been displayed. No adverse consequences have been reported.

Manufacturer narrative:
Result - load cell.